Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was not detected on the bus. A customer indicated that the user experienced a delay in dispensing medication as a result of the alleged malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus and no light emitting diode on the printed circuit board. A field service engineer replaced drawer control of printed circuit board to resolve the issue. The system functioned as intended after the field service engineer repaired the device